Event description:
During a regular follow-up performed on (B)(6) 2014, atrial and ventricular noise oversensing was observed in a vf episode stored in device memories. No inappropriate therapy was delivered. Preliminary analysis confirmed the reported event and showed that oversensing resulted from emi.

Event description:
During a regular follow-up performed on (B)(6) 2014, atrial and ventricular noise oversensing was observed in a vf episode stored in device memories. No inappropriate therapy was delivered. Preliminary analysis confirmed the reported event and showed that oversensing resulted from emi.